Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot ==> the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H10 additional narrative: added: a2 (age and dob), a4, b1 (product problem), b5, b7, d4, d10, e3, h4, h5, h6 (clinical and impact codes) e3 initial reporter occupation: lawyer UDI (B)(4).

Event description:
After review of medical records patient was revised to addressed metallosis secondary to metal on metal right hip articulation. Operative notes indicated weakness, stiffness, adverse local tissue reaction. There was thickened scar about the front of the hip prior to surgery and saw that there was a cloudy metal stained synovial fluid. There was very minimal bone adherent to the cup. Minimal wear at the interface between the cup and femoral head. There was corrosion at the trunnion. Doi: (B)(6) 2008 dor: (B)(6) 2020 right hip

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
Pending metal on metal hip product liability: litigation alleges injury, pain, high concentrations of various metallic elements in his blood. It was also stated that his asr was failing and needed to be revised with another prosthesis.